Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of the emerge balloon catheter in two pieces. The hypotube and shaft were microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube and there was a complete hypotube separation 47.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 2.75x32mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, the balloon shaft broke. The device was removed and pre-dilatation was completed with another 2.50mm x 15mm emerge balloon catheter. Subsequently, a 2.75x32mm synergy stent was implanted, post-dilated with a 3.0x15mm nc emerge balloon catheter, and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 2.75 x 32mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, the balloon shaft broke. The device was removed and pre-dilatation was completed with another 2.50mm x 15mm emerge¿ balloon catheter. Subsequently, a 2.75 x 32mm synergy stent was implanted, post-dilated with a 3.0 x 15mm nc emerge balloon catheter, and the procedure was completed. No patient complications were reported and the patient's status was stable.